Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 2.6 implantable collamer lens of -12.50/2.5/104 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. A medical consult is being provided to give guidance on how to correct the patient's vision. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.